Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, fluctuating purge pressure was observed during therapy. Purge flow and motor current were reported to be within expected ranges at the time of the event. The pump system was assessed for potential kinks or obstructions, and no abnormalities were identified. The purge cassette was subsequently replaced, after which the issue was reported to be resolved. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.